Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin delivery. Customer's blood glucose ranged from 300-520 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose level.